Event description:
During a coronary stent procedure, the physician experienced difficulty attempting to cross a previously placed stent. While attempting to retract the delivery/stent device, the stent dislodged and attempts at retrieval were unsuccessful. The physician used a third stent to secure the dislodged, undeployed stent against the artery wall. Pt status is listed as "okay".